Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. No adverse patient effects were reported. This patient remained under monitoring. This ra lead remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available be updated.